Event description:
A healthcare worker (hcw) reported symptoms of watery burning eyes and blurred vision relating to a fog in the room when running cycles in the sterrad nx sterilizer. The symptoms resolved five minutes after the cycle completed. The hcw had symptoms daily; however, he continued to use the unit. The hcw stated he recently had cataract surgery and he thought the symptoms were a side effect of the surgery. He did not seek medical treatment. There were no other human reactions reported from co-workers. The hcw stated that the cycles completed. The hcw only wore gloves. An asp field service engineer was dispatched to assess the unit onsite.

Manufacturer narrative:
An asp field service engineer (fse) reported that the sterrad® nx sterilizer would smoke when the pump was running. The fse found that the o-ring was pinched in the oil filter housing when it was changed at the last preventive maintenance (pm). The fse replaced the oil filter o-rings and catalytic convertor and tested. The sterrad nx sterilizer did not smoke. He ran an empty chamber cycle. The cycle passed. The fse returned the system to service.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and system hazard use and misuse analysis. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze / oil mist, hr-eye reaction or hr-eye burning. Trending analysis for haze / oil mist issues associated to the sterrad nx found there is not a significant trend. The hhe (health hazard evaluation) relating to haze / oil mist issues was reviewed and the risk is considered low. The shuma (system hazard use and misuse analysis) relating to haze / oil mist issues was reviewed and the adjusted risk is considered 'broadly acceptable'. The assignable cause was a pinched o-ring in the oil mist filter housing.